Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Primary procedure, hip. It was reported the unitrax c-taper sleeve would not stay on the stem when impacted on. Head remained impacted on the sleeve. The construct was removed and a c-taper lfit head was implanted instead. There was a surgical delay of approximately 10 minutes.